Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a 2008k hemodialysis (hd) machine would not power on. Upon examination, the power plug was found to be burned. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals as a result of this malfunction. Follow-up was provided by the biomed who revealed that the machine was turned on in the morning, but there was no power. No burning smell was present, no smoke was observed, and no sparks or flames were visible. The power plug was visibly burned and darkened. No damage to any other components was reported. Furthermore, the burned plug was not an original component, it was a fresenius replacement, that was installed for an unknown period of time. A replacement power cord/plug was ordered and installed by the biomed upon receipt. The biomed replaced the power cord/plug to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit is ready to be returned to service at the user facility. The power cord/plug was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The unit was pulled from service for evaluation by the facility biomedical engineer (biomed) following the event. The biomed replaced the power cord and plug to resolve the issue. Following parts replacement, the system was confirmed to be operating properly. The unit is ready to be returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.